Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were not able to recharge their implanted neurostimulator last night. Patient described seeing the passive recharge mode screen over and over again. Agent had patient check for visible damage to the recharger and patient did not see any. Patient connected the recharger and screen displayed no device found. Agent walked patient through entering passive recharge mode and patient reported seeing 93-93-93 with a green flashing light above the screen. While still on the call, screen showed 60-92-93. Agent provided information and instructed the patient to continue charging ins to full. Patient commented that they are not able to walk too fast. Patient called in for an issue related to their controller battery. On the call, patient repeated that they are having issues with not being able to move past the passive recharge mode screen. Patient stated they have not been able to charge their implant since tuesday because they cannot get to the normal charging screens, despite seeing the green flashing light. Patient stated they have to squeeze their recharger cord, and when they let go of the cord, the green blinking light will stop. An email was sent to repair to replace the recharger. Patient also reported that when they plugged the controller into the ac power supply, the controller did not have any green light flashing. Patient confirmed the green light was on the ac power supply. Patient plugged controller in to ac power without li battery and reported the screen did not light up. Patient pressed the up/down arrow keys on the controller, but the screen remained blank. Patient then reinserted li battery, but reported seeing memory problem (61). Patient inserted aa batteries into the controller and reported seeing the same screen, but the controller did turn on. The issue was not resolved. An email was sent to the repair department to replace the li battery pack. Pt called back reported they received the li battery pack - pt put in the new li battery into their controller and tried to connect to ac power but they did not see a green light on the controller. Pt verified the controller does not light up without the li battery inserted. Pt verified the green light is on the ac power plug...pt stated they think there is an issue with the plug connection. Pss is sending a request to repair for the ac power cord.

Manufacturer narrative:
B3: event date is date valid  section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID m995402a001 (serial: (B)(6)); product type: brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID m995402a001; serial# (B)(6); product type battery was returned for product analysis. Analysis found that the battery was out of electric specification. Specifically, failed cycle count (should be <(><<)>150 reads 212). No anomalies were visually observed. Unit was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.